Manufacturer narrative:
Results: the pet lock on the proximal end of the pod8 pusher assembly was intact; the pull wire was retracted out of the distal detachment tip (ddt); the stretch resistant wire (sr wire) was fractured and the embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned device revealed that the pod8 sr wire was fractured and the coil was detached from the pusher assembly. This type of damage typically occurs due to improper handling during use or snaring. If the device is retracted with force against resistance, it is likely that damage such as this may occur. This damage also may have occurred during retrieval of the coil from the patient. Due to the returned condition of the pod8, the root cause of this complaint cannot be determined. These devices are 100% functionally tested and visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for an arteriovenous fistula (avf) in the renal artery using pod8 coils. During the procedure the target vessel was accessed via the right sided common femoral. The physician attempted to deliver a pod8 coil to the aneurysm several times using a px slim delivery microcatheter (px slim), but was unsuccessful. After the first 3-5 loops, the pod8 coil became displaced through the avf to the enlarged venous part of the avf and, therefore, was retracted. The physician made multiple attempts to deliver the pod8 coil, however, was unable to retract the pod8 coil due to the outer layer of the pod8 coil disintegrated. The physician established a second transarterial access via the left sided common femoral artery in order to successfully remove the disintegrated pod8 coil using a snare device. The procedure was completed using a vascular plug and another manufacturer's coils. There was no report of an adverse effect to the patient.